Event description:
It was reported that prior to starting a da vinci-assisted pulmonary segmentectomy surgical procedure before surgical ports placement, repeated recoverable faults occurred on the right master tool manipulator (mtmr). Despite several system reboots and fault recoveries, the issue persisted. The site disabled the mtm and proceeded with surgery using the second surgeon side console (ssc) already connected. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed logs and confirmed errors 23008 and 23013 on mtmr axis 4, console s/n (B)(6). The procedure was completed as planned with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.